Event description:
The customer stated one patient sample generated an initial architect cea assay result of 12.4 ng/ml, which retested at 1.4 ng/ml. The lower retest result correlated to the patient's last cea result. Multi-constituent controls were within specifications and no suspect results were reported from the lab. The customer technical advocate advised the customer to replace the sample and wash zone probes. When the analyzer log was checked, a peak on the luminous pattern was detected, and the customer thinks the cause was due to inferior reaction vessels. There was no impact to patient management.

Event description:
It was reported that the intraocular lens showed a cloudy optic through slit lamp exam at one day post-operative. The lens was removed and replaced without complication.

Manufacturer narrative:
Concomitant medical products: architect analyzer, list # 8c89-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) no method, results or conclusions can be made at this time. Suspect medical device: another lot of the suspect reaction vessel (rv) was in use at the customer facility. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported that during a gastric bypass procedure using the optiview technology, the surgeon was using the b12lt for the working port and the cb12lt for the camera port. Both of the devices were leaking pneumo during the procedure. The surgeon then decided to use two additional trocars and completed the procedure. There was no patient consequence reported. The devices were discarded.